Manufacturer narrative:
Method - eval summary: analysis of the actual device used in the incident confirmed that the tip of the catheter no longer rotated because the drive shaft was damaged in the distal tip region. Lodged in the distal tip of the wildcat catheter was the tip of the guidewire (approx 1mm). Excessive force application during catheter advancement caused the drive shaft to over torque, clinch down, and sever the tip of the guidewire. The guidewire tip was firmly lodged within the catheter and could not be removed. The case info, including feedback obtained from the event reporter, was used to evaluate the reported event.

Event description:
The pt presented for revascularization of a heavily calcified superficial femoral artery. Using a bentson guidewire, the physician advanced the wildcat catheter over the wire to the calcified lesion (40mm in length). While advancing through the lesion, in the mid-section, the distal tip of the device stopped rotating. The catheter and wire were removed from the pt and the procedure was aborted because the lesion could not be crossed. There was no harm or pt effect reported.